Event description:
Device #1 malfunction: blunted marker lumen blood flow, anterior cuff miss. Time of device malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician in-training in the use of the perclose proglide device attempted arteriotomy closure of the common femoral artery after a diagnostic procedure. Reportedly, during foot deployment it was noted that the marker lumen blood flow was blunted. When the needle plunger was retracted, it was noticed that an anterior cuff miss occurred. The device was removed and a second proglide was used with bleeding around the device throughout deployment but with successful suture deployment. At the conclusion of suture management, some bleeding still occurred and manual compression was applied for 5 minutes achieving hemostasis. No hematoma or oozing was noted at this time. The wound was dressed per hospital protocol and sandbagged. One hour after closure, the site was reported as dry, intact with no evidence of a hematoma or bruising. No adverse patient effects were reported. Though requested, no additional info was available.

Manufacturer narrative:
The device was received. Investigation is not yet completed. The lot number was provided. Review of the device history record is forthcoming. A follow-up will be submitted with any relevant info. Device #2 perclose proglide, part# 12673-05, lot# 62097-6h, is being filed under a separate manufacturer report number.